Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit transvaginal mid-urethral sling system during a procedure on (B)(6) 2004. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). According to the physician, the patient returned for a follow-up appointment on (B)(6) 2006 (specifics unknown). The physician did not note of the patient having any complications post-implantation. Reportedly, the patient has not returned to see any physician since (B)(6) 2006. All other information is unknown and unavailable.